Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that patient has had multiple medical issues and is not fit for battery replacement at this time. Rep reported that issue has not resolved as implantable neurostimulator needs to be replaced, but patient is not medically cleared for surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has left side dbs for dystonia. The patient was admitted to the hospital in the intensive care unit (ICU) with pneumonia, unrelated to the dbs. They had to shock the patient 3 times on monday in the ambulance to get the patient's heart rate back in; patient was defibrillated. They think the defibrillator could have done something to the dbs device because the implantable neurostimulator (ins) shouldn't have been out of charge. They charged the ins today and the ins was depleted. The patient was having lots of movement and sweating. They tried to connect to the ins and saw a message that the therapy was off. They turned the therapy back on but then they would check the ins again and it would be off and show code 2718. They were able to turn therapy on but when they checked the ins, they saw code 626. Prior to calling in, they had charged the ins to 30%. The manufacturer representative (rep) was unsure if therapy was turned off during defibrillation. It was reviewed code 2718 indicated therapy off. Additional information was received from a rep on 2025-mar-11 reporting that since the defibrillation, they have not been able to get the ins to function properly. They had been charging for 45 minutes prior to calling. When they attempted to interrogate, the tablet displayed a message with code 75 bd 84 1a. The battery level was at 10%, but during the call, when the device was interrogated, the ins battery level was at 0%. When attempting to turn therapy on, the tablet displayed a message indicating that stim unexpectedly turned off, consider reducing stimulation and turn stimulation on. The rep attempted to do a device reset and then attempted to connect to the ins and turn therapy on but the issue persisted. Logs were requested.